Event description:
It was reported that there was red screen and the request to do a restart on the arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on 22feb2023, this was not able to be fixed in the hospital and would be send to crs. Per follow up information received via email on 12may2023, the processor circuit card, power circuit card and isolation circuit card were defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a processor circuit card, power circuit card and isolation circuit card. During evaluation, it was confirmed that the system shows a red screen. New control panel was installed by field service tech, but it did not resolve the issue. The issue was determined to be three defective cards. Replaced the processor circuit card. There was determined to be three defective cards. Power circuit card and isolation circuit card. The device passed the procedure and can be placed back into normal use. A DHR is not required as this is not an out-of-box failure. A labeling review for the reported issue was confirmed through other elements of the investigation to not be service related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.